Event description:
The surgeon noted that the laparoscopic clip applier misfired three times while trying to clip the cystic artery. A second device was used without incident. It is unknown if the second device was the same or a different lot number.======================manufacturer response for clip applier, (brand not provided) (per site reporter).======================none at this time.